Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Complainant confirmed lot number is not available. First attempt on may 07, 2014: outbound call to complainant; left message with april at his office requesting additional information. Second attempt on may 08, 2014: outbound call to complainant; left voice mail message requesting additional information. Third attempt on 05/12/2014: outbound call to complainant who was not in the office, but physician reports "he believes it was patient's left knee. They did not apply a new aquacel ag surgical dressing and instead covered the incision with (B)(4). Physician reports blistering area was approximately the size of a silver dollar." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that end-user developed blistering under the aquacel ag surgical dressing. On post operative day two they noted drainage migrating to the edge of the dressing so they removed dressing at which time they noted blistering under the adhesive toward the middle and distal end of the dressing. Patient had 90 degrees range of motion within 24 hours of surgery and 120 degrees shortly thereafter. Patient was not keeping his leg elevated as instructed to do but instead was lying on his sides. Lastly, it is reported that the aquacel ag surgical dressing was removed and the incision was covered with (B)(4).